Event description:
It was reported that the lead was explanted for elective replacement. During the procedure, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 7.1-7.4cm, 8.0-8.5cm, 8.1-8.4cm, and 13.0-13.2cm from the distal tip electrode, consistent with lead friction to another device or heart feature. External insulation abrasion was noted at 43.5-43.7cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 25.0-27.0cm from the distal tip electrode. Internal insulation abrasion was noted at 12.8-14.0cm from the distal tip electrode. The etfe coating was intact at these locations. External insulation abrasion was noted at 10.6-11.4cm from the distal tip electrode, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.